Event description:
It was reported that during a cruciate ligaments surgery, screw loosening occurred. No patient injury reported.

Manufacturer narrative:
Patient initials: (B)(6).

Manufacturer narrative:
One 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw showed the threads are deformed and some are missing small pieces. As reported a synthetic ligament was utilized with this screw. The devices IFU indicates that the biosure ha interference screws are for fixation of bone-tendon-bone or soft tissue grafts during anterior/posterior cruciate ligament (acl/pcl) reconstruction procedures.